Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angioseal evolution device was received for product evaluation. No accessory components were received. The returned device was then subjected to visual analysis where blood-like substance was identified along the body of the evolution and the hemostatic sheath. Neither the collagen nor the anchor were present at the distal end of the suture. Approximately 9.25" of suture was exposed from the carrier tube assembly. There was a kink in the hemostatic sheath just distal from the hub of the hemostatic sheath. The hemostatic sheath was appropriately mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. No portion of the compaction tube could be seen exposed from the carrier tube assembly. Approximately .75" of the carrier tube assembly could be seen exposed from the hemostatic sheath. The button was partially stiff. The gap between the upper and lower handles of the evolution measured 0.055" as measured with sliding calipers. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the partial distal position. The rack was observed in the proximal position with 2.76" of the rack extending past the gearbox assembly as measured with a sliding gauge. The suture could be seen outside of the grooves of the spool in the lower handle. No other gross visual anomalies were noted with the gearbox assembly as it rested in the lower handle. The gearbox assembly was then removed from the lower handle and examined. No turns of the suture could be seen wrapped around the spool. There was a partial turn of the suture present outside of the grooves of the spool. The suture was still tethered to the spool. The drive gear was properly seated. No other gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear counterclockwise moving the rack proximally. Resistance was felt, as the compaction tube had to overcome the kink in the carrier tube assembly. The rack was then reversed and the carrier tube was removed from the lower gear plate. Functional testing was performed again by advancing the rack. The rack moved freely. No other functional anomalies were noted with the returned device. The complaint could be confirmed for tamping issues due to the location of the tamping tube within the carrier tube assembly. However, based on the description, the compaction tube was at one point manually removed from the carrier tube assembly. It is likely the user reinserted the compaction tube into the carrier tube assembly for returning the device. This would explain the location of the suture outside of the groove of the spool. The kink in the carrier tube assembly is likely the true cause of the tamping issues as it would create additional resistance for the compaction tube to overcome. This was replicated during the functional testing performed. This kink would have led to tamping difficulties including the compaction tube remaining within the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they went to pull back, the tamp tube was stuck in the sheath again. The angioseal was successful. The following information was provided by the user facility: that they played with the device after the case and they were only able to pull the tamp tube out by digging it out of the sheath. It was reported that the patient was unharmed and hemostasis was achieved with the reported angioseal.